Event description:
This lead was implanted on (B)(6)2002 and was capped on (B)(6)2013. A call to technical services placed on 5/1/2013 stated that patient was sent to cardiologist due to noise on this rv lead causing some pauses in pacing. Sales representative also stated that recent impedance on daily measurements has dropped to 272 and 280 that were primarily 350-400 ohms range. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).